Manufacturer narrative:
Should be adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2018 indicated the patient's managing healthcare professional (hcp) was notified on approximately (B)(6) 2018 and then every 45 days until their personal therapy manager (ptm) was replaced. The issue was first noted on (B)(6) 2018. The patient's weight was (B)(6) pounds to (B)(6) pounds. It was noted that the ptm would lock the patient out for 2 hours without giving the patient a bolus. The patient experienced more pain. It was noted there was no circumstances that led to the issue. Steps taken to resolved the issue included they tried to reset the pump and ptm. It was noted that the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported that the patient called about a problem with their pain pump. The patient was advised by the hospital to call manufacturer. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.